Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a scrated screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No issues were identified during this DHR review. Upon power up of the device, it alarmed ec 1840 which is a failure of a component in the motor circuit board. As a result, the circuit board was replaced. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1830. No adverse effects were reported.